Event description:
It was reported that the left ventricular (lv) lead was programmed off for unknown reasons. The lead remains in service. No additional adverse patient effects were repcrted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).